Event description:
It was reported that the image quality on the 9800 system was poor during a case. There was no report of patient injury.

Manufacturer narrative:
Customer cancelled the service call. Customer stated that the system image was good on a different procedure and decided not to request service.